Event description:
This case was reported by a consumer, via a television news report, and described the occurrence of neuropathy in a male pt who received poligrip (super poligrip) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started poligrip. At an unknown time after starting poligrip, the pt experienced neuropathy. The news report stated that super poligrip and fixodent contained high levels of zinc. The pt became crippled (disabling) as a result of using super poligrip and developing neuropathy. At the time of reporting, the outcome of the event was unknown. Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.